Event description:
The customer contacted stryker to report their device would not detect the patient through the defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device's software logs and was able to verify the reported issue. Review of the software log indicates the patient impedance measured above the pads on threshold until about 3 seconds before device shutdown. The analysis confirmed that the device detected the therapy cable connection and noted that there is no indication of software malfunction in this event. No conclusive root cause was able to be established. This device was archived by stryker and the customer has been provided with a loaner device. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. The device passed all testing. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not detect the patient through the defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.